Event description:
It was reported that during a transurethral green laser vaporization of prostate procedure to treated benign prostatic hyperplasia, it was found that it had a hole in the fiber. It was not recommended to continue to use it, and it was replaced with a new fiber to complete the procedure. There was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, no visual damage or functional failures were observed throughout analysis of the fiber. A DHR review indicated there were no manufacturing issues that could have contributed to the reported event. It is likely the user/complainant was referring to the hole is manufactured into the fiber body for the sterilization process. According to the photo by the customer, it showed this same hole. No other holes were observed during returned product analysis. Therefore, the complaint was not confirmed. Additionally, the fiber card data indicated the fiber was recognized but was not fired. A labeling review was completed. There was no evidence that the device was not used in accordance with the IFU. The IFU states, this fiber is supplied sterile as a single-use product not intended or validated for reprocessing or reuse. The IFU warns: reuse or misuse of the fiber will result in an increased potential for damage to the fiber and ancillary equipment. A risk review was completed and confirmed that this event is defined in the risk documentation. For this complaint it is assigned a cause of no problem detected. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a transurethral green laser vaporization of prostate procedure to treated benign prostatic hyperplasia, it was found that it had a hole in the fiber. It was not recommended to continue to use it, and it was replaced with a new fiber to complete the procedure. There was no patient complication.